Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold device was received. The catheter was loaded onto an unknown guidewire exiting both the distal and proximal end of the device. The guidewire was removed from the catheter and an opaque material was noted at the distal end of the catheter. The material was noted to likely be the inner most layer of the inner lumen separating from the catheter. Therefore, the investigation is confirmed for the reported guidewire insertion issue, as a device guidewire was unable to be fully inserted through the device. The investigation is also confirmed for the identified material separation, as the inner lumen was noted to be separated and exiting the tip of the device. The material separation may have contributed to the reported guidewire insertion issue. However, the definitive root cause of the identified material separation and guidewire insertion issue could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).

Event description:
It was reported that during angioplasty procedure, the balloon allegedly got stuck and unable to track over the guidewire. The procedure was completed using another device. There was no reported patient injury.